Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Blank display due to moisture damage on j6 and j7 connector in pcb 1. After swapping pcb 1 with a test board, unit powered properly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked case on the battery tube side, and moisture damage in battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack in case in back of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.